Manufacturer narrative:
The manufacturer previously reported receiving information that a ventilator inoperative condition occurred. There was no harm or injury reported. A third-party service center received the device for evaluation, and the customers complaint was confirmed. The device's software was reloaded to address the issue.

Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.